Event description:
It was reported that surgical intervention was undertaken. This electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery.

Event description:
It was reported that analysis of this device was completed.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly found no anomalies, however, a crack was observed inside the insulation, but was not observed to go through the insulation. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Patient code of 3191 used to capture the reportable event of surgery.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing during a suspected supraventricular tachycardia (svt) resulting in delivery of several inappropriate shocks. Tachycardia therapy was exhausted as a result. Tachycardia therapy was programmed off pending further evaluation. The physician was also considering potential medications for management of the rhythm. Available information indicates this product remains implanted and in service. No additional adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.